Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the tip of the ancillary trocar broke away from the main trocar, still in the gastric pouch. The suture attached to the tip that broke off was still intact. The trocar was pulled through the pouch to complete the case. There was no patient consequence.